Event description:
The customer reported they noticed 3 months ago that their precision xtra meter had missing segments. However, in 2008, the customer experienced blurred vision, dizziness and severe dehydration. The customer went to a health care facility, was diagnosed with severe hyperglycemia and was treated with insulin and intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.